Event description:
It was reported in an initial procedure that when the surgeon placed the ceramic head over the muller steel taper, it immediately got skewed under a strange angle. It did clamp a bit, so impact was attempted twice without success. It was then noticed that flakes were coming off the head. Surgery was completed with another device without impact or consequence to the patient. Upon receipt of the ceramic head for evaluation, it was found to be fractured. No patient harm or further consequence was reported, however this event has led to serious injury in the past. Diligence is completed and no further information on the reported event is required.

Manufacturer narrative:
(B)(4) .d10. Unknown stem item# unk lot# unk avan uhmwpe insert 52/28 item# p0561052 lot# 0001758968. G2. Report source: netherlands. The biolox head was returned for investigation still assembled in the avantage bearing and the head chamfer is fractured into several pieces. On one side of the head taper, it is possible to see some marked longitudinal metal transfer; however, no consistent seating pattern all around the taper can be recognized. On the opposite side, on the inner chamfer, it is possible to see another metal transfer mark. This observation possibly indicates a suboptimal fitting of the stem in the head taper during impaction that might have contributed to the fracture. A review of the device manufacturing records of the head confirmed no abnormalities or deviations. Review of the complaint history of the head found no additional related complaints for this item and the reported part and lot combination. Based on the available information, a fracture of the biolox head can be confirmed and likely attributed to suboptimal connection between the stem and head at the moment of head impaction. However, with the available a definitive root cause could not be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.